Manufacturer narrative:
Stryker has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device but was unable to duplicate the reported issue. Stryker replaced the battery pins in the device as a precautionary measure. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced an inappropriate loss of power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. As a result defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.